Manufacturer narrative:
(B)(4)

Event description:
It was reported that post implant procedure, the patient experienced chest pain. It was discovered, the patient had developed pericardial effusion. A pericardiocentesis was performed successfully. The leads remained implanted. The patient's condition was stable post procedure.